Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center regarding air in patient line (without alarm), which occurred on the homechoice (hc) during use. The home patient (hp) reported that there were air bubbles in the lines and the baxter technical service representative (tsr) explained the possible causes. The hp requested to speak to another tsr. The tsr tried to get one but none were available. The hp said he had tried setup three times and the hp said that he used new supplies and the frangible was broken on the heater line and it was a new supply bag. The hp disconnected the heater bag. The tsr explained he would need to setup with new supplies. The tsr made arrangements to swap as he requested but the hp wanted to setup a fourth time and the hp said to hold off on the swap. He would call back if he could not get it setup. The machine was being swapped and then the swap was cancelled. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy each day after starting over with new supplies. He did not notice anything unusual with any of the previous supplies. For this complaint he said he had disconnected the heater bag before he connected while in the process of taking down the previous supplies to set up with new supplies. He ended up swapping the machine yesterday. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.